Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 13/mar/2026 against "lot number" "6007756" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6007756 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/mar/2026 against "lot number" criteria equal "6007756" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 7. Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other six records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6007756 was manufactured according to work instruction (wi) version 114 and manufactured in line 5, on 26/jun/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi - guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional air flow testing for the reported malfunction code soft cannula bent/kinked/crimped after removal-blockage. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007756 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Photos were requested; however, the customer confirmed that no photos were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in portugal. It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to three infusion set bent cannulas leading to hyperglycemia. The event occurred one day after insertion. The insertion site was the abdomen. The infusion set was in use for a few hours. The blood glucose level was 500 mg/dl, with high ketones identified as dangerous, life threatening at the time of the event, and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026. No further information available.